Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse total shoulder replacement, (B)(6), the (B)(6), (B)(6) 2018. Primary implant date - approx. 9 months prior. Revision reason - primarily due to pain in circumduction and patient complaining of a "clunking" feeling. Surgeon performed an arthroscopy first, subacromial decompression then opted to open procedure - replaced 38mm glenosphere + poly with a 42mm standard glenosphere and corresponding 42mm + 3mm poly. Once the original 38mm + 3mm poly was extracted it was noted there was some wear on it superiorly.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.